Event description:
It was reported that during a laparoscopic myomectomy procedure one of the staples from the device did not close properly. Pt was experiencing discomfort, which led to a return to surgery. The unformed staple was found and removed. There is no further pt consequence.